Event description:
It was reported that patient had a decrease in therapeutic effect, aspiration was unsuccessful from the catheter and a subsequent catheter revision was performed. The patient experienced symptoms of increased spasticity and itching over the week leading up to the report date. A catheter access port (cap) dye study was attempted at that time, and the healthcare provider (hcp) was unable to aspirate from the cap. A catheter revision was then done on (B)(6) 2012. During the catheter revision, the hcp disconnected the catheter from the lumbar site and had good csf flow from the intrathecal end of the catheter. The hcp injected fluid in the cap and it flowed well from the pump end of the catheter. The physician decided to replace the pump-end-catheter/pump segment of the catheter. Access and aspiration from the cap post catheter revision were verified, and the hcp experienced good flow and got "good aspiration back". It was later reported that the exact nature of the catheter issue was not known, and the removed segment of the catheter was not saved, therefore, would not be returned for analysis. The patient outcome was reported as "recovered without sequelae". The medication in the pump was lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8731sc serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8709sc lot# n246803002, implanted: 2010 (B)(6), partially explanted: 2012 (B)(6), product type catheter. (B)(4).